Manufacturer narrative:
The info regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011, the laser system needed a q switch driver replacement. No additional info was provided.